Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill notifications when attempting to load a cartridge. Reportedly, the cartridge was filled with 300 units of insulin. Additionally, the customer reported that during the fill tubing sequence, the customer did not observe drops of insulin exiting the infusion tubing. Reportedly, the customer changed the cartridge and infusion set tubing and completed the load process successfully. The customer's blood glucose level was 111 mg/dl.